Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received customer's medwatch report from FDA, which states "IV infusion was complete on the magnesium sulfate. The IV pump said that 267 ml of the bag was still left and needed to infuse. However, the bag was completely empty. The IV channel appeared to have malfunctioned and was infusing an incorrect amount. " the customer reported the infusion was magnesium sulfate 20mg/500ml with an intended rate of 4mg or 200 ml per hr. The infusion was started at 0304 and was discovered empty at 0533. A magensium level was drawn but no further medical intervention was initiated and the patient is reported to be in stable condition with no lasting effects.